Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2019 with the following findings: call service 0078-0008 appeared in the pump alarm history. On investigation, the pump powered on normally and emitted a call service 079-0008 alarm due to moisture damage found inside the pump on the printed circuit board. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.